Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-02571. Reference MFR. Report# 1627487-2017-02572. It was reported the patient ((B)(6)) experienced pain at the scs anchor site. X-rays revealed the anchors were broken and leads were migrated. As a result, surgical intervention was undertaken wherein the leads and anchors were replaced which resolved the issue. Note: the patient received two scs anchors of same lot number.

Event description:
Device 3 of 3: reference MFR. Report# 1627487-2017-02571, reference MFR. Report# 1627487-2017-02572.